Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within six months of implant, the right atrial (ra) and right ventricular (rv) lead were found to have dislodged and pulled back into the superior vena cava (svc). The leads were explanted and replaced. When the pocket was opened, it was noted that the leads were both twisted around each other. No patient complications have been reported as a result of this event.